Event description:
The blood glucose monitoring device reading at 5:40 am was 811 mg/dl and the pt's infusion bag was reduced by 45%. Reporter stated fifty minutes later a reading of 112 mg/dl was taken and reporter stated the meter was reportedly held upside down. Reporter stated customer's relative stated the device read 605 mg/dl, however, was unable to locate the value in the device memory. Reporter indicated based on the 605 mg/dl result, the infusion was stopped at 1:00 am and fifteen minutes later the device read 94 mg/dl. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.